Event description:
It was reported that the device delivered anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Programming changes were made. There were no adverse health consequences to the patient.